Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. High alarm displayed: cassette not attached properly was found in event history log. Reported problem was able to be duplicated during power-up test. The pump alarmed that the cassette was not attached properly. The sensor would not allow calibration due to a malfunction with the sensor. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue: replaced distribution system operators (dso) sensor, dso bezel, and dso seal.

Event description:
It was reported that the device is having cassette assembly issue. No patient injury was reported.